Event description:
The ge oec 2600 uroview fluoroscopy system shut down and required three reboot sequences to restore operation.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the pilot tone l.e.d. Was out on the video interface pcb. Ps1 power supply volt was also below specification of 5volts. Ps1 was adjusted above 5 volts and l1 was adjusted on the video controller pcb to assure good pilot tone. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.